Event description:
Information was received indicating that a cadd ms3 pump was stopping infusion early, with medication remaining in the cartridge. It was reported the pump was replaced.

Event description:
Information was received indicating that a (B)(6) pump was stopping infusion early, with medication remaining in the cartridge. It was reported the pump was replaced.